Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Please clarify which component leaked (the blake drain or the jvac reservoir)? The reservoir. If leakage came from the blake drain, please provide product code and lot number. Na. No further information will be provided. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2022 and a reservoir was used. In the ward/ICU, the lower left junction of the reservoir was torn and the drainage leaked, and negative pressure could not be applied. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.